Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring seals did not deploy correctly out of the delivery tube into the aorta. The procedure was completed using a side clamp. No pt complications were reported by the hosp as a result. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hosp discarded the prod. Since the prod was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review was completed for the prod. There was no nonconformance which could have attributed to this failure mode.